Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer treated for a meal and shortly after, his blood glucose levels dropped to 30 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. However, the reservoir volume did not match with the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.